Event description:
Patient with total artificial heart for 5 years, with chronic drive line infections. Patient admitted to the hospital two months ago with lab abnormalities, low hemoglobin, acute pancreatitis, need for emergent surgical intervention for ileus. Post surgery, noted to have low flow states on his total artificial heart with poor oxygenation and ventilation.

Event description:
Patient with total artificial heart for 5 years, with chronic drive line infections. Patient admitted to the hospital two months ago with lab abnormalities, low hemoglobin, acute pancreatitis, need for emergent surgical intervention for ileus. Post surgery, noted to have low flow states on his total artificial heart with poor oxygenation and ventilation.